Event description:
20 gauge 1 1/4 inch protectiv IV plus IV catheter was inserted in right forearm at 6:20 pm without difficulty and flushed with 3cc normal saline per policy and procedure. Site was secured with an occlusive dressing. Less than 30 minutes the pt stated the site was bloody. The nurse removed the dressing and noted the catheter was not intact. The distal end was not attached except for approx 2mm. The pt's linen and the floor were examined but the catheter (approx 30mm) could not be located. The pt was in a close observation unit and the pt's physician was immediately notified. The pt was transferred to a vascular surgeon at an urban hospital 50 miles away. The catheter was removed under local anesthetic.